Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 413mg/dl, with polydipsia, and symptoms of dehydration, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the basal and bolus totals matched the patient¿s programmed settings and were all recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with customer technical support which was recorded correctly in the pump¿s history. The patient was referred to their hcp for diabetes management. The blood glucose issue was potentially caused by dehydration not caused by the elevated blood glucose, a change in medication, a change in stress level, and signs and symptoms of illness not caused by the blood glucose excursion. Further troubleshooting found the patient had not changed the infusion set in three days when the instructions for use state to change it every one to two days. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.